Manufacturer narrative:
This ipg serial number is included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 1 of 2. Reference MFR report: 1627487-2012-06226. It was reported the pt experiences pocket heating while recharging the ipg. Allegedly, the pt underwent surgical intervention that is related to the ipg but details are unk at this time. The pt is scheduled to meet with a sjm rep on a later date. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.